Event description:
It was reported via a literature article, that there was a study conducted in france focusing on the use of the subcutaneous implantable cardioverter defibrillator (s-ICD) system in patients with congestive heart disease (chd). The study took place from 12-october-2012 to 31-december-2019, among 4,924 patients receiving an s-ICD system implant in hospitals throughout france. Of this population, 101 of patients had chd, while the rest did not. In the study it observed that there were 16 patients who had experienced some form of an electrode dislodgement and/or product performance issue. The status of these electrodes is not known at this time; however, all evidence indicates they either were explanted and replaced at some point in the study or continue to remain in service. No additional adverse patient effects were reported.